Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting; during scheduled servicing, error code 1134 (blower stalled) occurred on the v60 ventilator. The device was not in clinical use when the issue was identified. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
(B)(6) 2023: after further review: per field service engineer this case was created against the incorrect device. The device documetned in this case does not need repair. The actual failure was reported under emdr MFR # 2518422-2023-13547.